Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; full lead analyzed.

Event description:
It was reported that there was a lead fracture. The lead was replaced. No patient complications have been reported as a result of this event. Additional information was recevied reporting that there was oversensing.